Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that two days post implant, the patient presented to the emergency room with a heart rate in the 30¿s. The his pacing lead had dislodged and was not capturing at maximum outputs. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.